Manufacturer narrative:
An investigation is in progress.

Event description:
An employee broke out and had trouble breathing several different times form wearing this mask. As a result the person sought medical care for this reaction. The 68 year old female clerk had redness, severe swelling and blistering on face, worse where the mask was. Her voice was hoarse and felt like their throat was closing up.

Manufacturer narrative:
An investigation was conducted. Biocompatibility testing (cytotoxicity, skin irritation, skin sensitization) was reviewed and no abnormality was found. Batch records were reviewed and no abnormality was found. Complaint history was reviewed and no trend was observed. Based on the investigation, no root cause was identified. No quality issue nor defect of the functionality with the device was identified.

Event description:
An employee broke out and had trouble breathing several different times form wearing this mask. As a result the person sought medical care for this reaction. The 68 year old female clerk had redness, severe swelling and blistering on face, worse where the mask was. Her voice was hoarse and felt like their throat was closing up.